Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bso and appendectomy. It was reported that the patient underwent ureterolithiasis, vaginal exploration & cystoscopy on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, frequency and urgency.

Manufacturer narrative:
Additional narrative: it was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bleeding, dyspareunia, vaginal scarring, and urinary problems. It was reported that patient underwent mesh revision/removal on (B)(6) 2009. (B)(4) - urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.